Event description:
It was reported that the user experienced persistent low blood glucose after announcing a dinner meal while using the ilet system, with dexcom and fingerstick readings around 70 mg/dl and difficulty increasing glucose despite oral carbohydrate intake; no manual insulin injections were given and the user consumed gatorade, later showing a fingerstick of 96 mg/dl with rising trend. Symptoms included hypoglycemia. Outcomes included use of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.